Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low thyroid stimulating hormone (tsh) and total t4 (tt4) results generated by the access 2 immunoassay system on three different patients' samples. One of the three patient's samples also had t uptake results in different clinical categories. Upon repeat analysis, the results were in the normal reference range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer tried to calibrate the assays which failed. No errors were posted to the event log in association with the erroneous results. A system check after the event failed out of specifications high. The bci hotline had the customer verify there was no pinched tubing and talked them through disassembling and cleaning the wash and precision valves. The valves were reassembled and primed sufficiently prior to repeating a system check which failed to meet specifications. A field service engineer (fse) was on-site (B)(6) 2010 and rebuilt the precision pump and all verification testing met published specifications. Although hardware is the likely cause of this event, no definitive root cause could be determined.